Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event and a review of the complaint history of the reported lot identified no similar incidents. The patient effect of mitral valve injury (tissue damage), as listed in the as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined that the clip becoming caught in the chordae, resulting in difficulty removing the device, was likely a result of patient/procedural conditions due to the movement of the heart during respirations. The reported patient effect of tissue damage (chordal rupture) was determined to be a result of procedural conditions, due to the clip getting caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty removing the clip, which caused tissue damage. It was reported that on (B)(6) 2016, the patient with mixed mitral regurgitation of grade 4, underwent a mitraclip procedure, with implantation of one mitraclip. A second clip was advanced; however, the clip became caught in the chordae. During removal attempts, the chordae ruptured and the clip was not implanted. No intervention was performed to treat the chordal rupture and the procedure was aborted. The post procedure mitral regurgitation was grade 3-4. No additional information was provided.